Manufacturer narrative:
(B)(4). This report is for system error 2240, where the hp had disconnected from the hc without using proper aseptic techniques. Use errors and proper user instructions are addressed in "the homechoice and homechoice pro apd systems patient at-home guide", which is shipped with every homechoice device. It provides step-by-step instructions for properly disconnecting during emergencies. Also, it provides step-by-step instructions for returning to therapy after the emergency disconnect procedure. A review of the label for the product family will be conducted. If any relevant information is obtained, a supplemental report will be submitted.

Event description:
It was reported that the home patient (hp) had a system error 2240 (air in tubing) on the homechoice (hc) during drain 2 of 5 while the hp was connected. The care giver (cg) stated that the hp was having leg cramps and disconnected from the hc in order to get some medication but did not press stop button before disconnecting. Once the hp reconnected to the hc, the hc started alarming system error 2240. The technical service representative (tsr) explained to the cg that because the stop button was not pressed before disconnecting from the hc, the hc sucked in air triggering the alarm. The cg closed all the clamps and cycled to the power. The tsr advised the cg to start the therapy over using all new supplies. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.